Event description:
It is reported that the surgery staff opened the box to find the packaging was compromised.

Manufacturer narrative:
Package shows excessive shock from impact during distribution environment. During distribution environment, the package received impact from an unk source. The carton and sterile barriers were compressed and damaged somewhere in the handling process. The outer carton shows evidence of transit damage along one corner of the box. The outer cavity shows what appears to be impact damage that corresponds to the location of the carton. Device history records indicate device manufactured to specification.